Manufacturer narrative:
The explanted lead was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a lead revision, this right ventricular (rv) lead was inserted. When the lead was pushed through the narrowing vessel, the patient complained of chest pain. A cat scan was performed, which confirmed a perforation had occurred. The lead was attempted to be removed from the patient, but was caught on the superior vena cava (svc). The lead was surgically abandoned and the patient was transferred via ambulance to another hospital. The next day, a new system was implanted on the patient¿s other side and this rv lead was surgically removed from the patient. No additional adverse patient effects were reported.